Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was treated with unspecified antibiotics (dosage, route and frequency not reported) for the event. Two days later, the patient was discharged from the hospital and was reported to be recovering from the peritonitis. Pd therapy was ongoing. No additional information is available at this time. This is report 2 of 2 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) gd896290 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).